Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met final inspection and testing requirements prior to shipment. Temporary pain and fibrosis are known risks expected to fully resolve over time.

Event description:
Approximately two months after a miradry procedure, the clinic reported patient (treating physician's wife) was being treated with a steroid injection for fibrosis. Additionally, the patient had taken a narcotic for post treatment pain. One week after steroid treatment, the treating physician reported the fibrosis had improved by 50% and the patient was no longer taking the narcotic.